Event description:
It was reported that the device had a particle in a solution of cassette after filling the cassette. Particle was found during visual inspection of the completed cassette. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.